Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided. Product model#, catalog#, lot#, expiration and manufacture dates requested but not provided.

Event description:
It was reported that there have been multiple events in which the tubing sets leaked.